Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a continuous audio tone without any visible alarms was confirmed via evaluation. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. During preliminary testing, the reported event was reproduced; a constant audio alarm was unable to be silenced. No alarm message was active on the screen. The controller was disassembled in order to evaluate the printed circuit boards (pcb). Circuit analysis revealed that resistor r51, a component of the speaker circuitry, had an open connection. A broken/cold solder joint was observed. The resistor was re-soldered onto the board and the controller was reconnected to a mock loop. The atypical audio alarm was no longer active. Following the repair, the system controller underwent functional testing and passed without issue. A root cause for the reported event was determined to be the broken solder joint on the main pcb. A manufacturing task was opened to investigate the solder joint issue. A potential root cause for the solder joint issue was determined to be man and material that was not observed during inspection processes at both the supplier and at abbott. An awareness training was conducted for ri inspectors at abbott receiving inspection. A non-issuance external corrective action request (ecar) was created to inform the supplier of this event. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. C) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that controller exchange resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had continuous audio tone without any visible alarms on the controller screen. The patient stated that this has been happening since his implant and that they can sometimes set the alarm off by manipulating the controller cords. No record of the alarm could be found in the history, however the patient provided a video of the alarm while it occurred. The alarm was confirmed, and the controller was exchanged on (B)(6)2023.